Event description:
It was reported customer experienced persistent problem with the site bleeding after sensor insertion. It was also reported there was a sensor glucose and blood glucose value difference of over 92 percent. Customer stated sensor glucose was showing a value of 500 mg/dl when blood glucose at the time of call was at 184 mg/dl. Advised will send replacement sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.